Event description:
The customer observed a falsely depressed tsh result on one patient while using the architect i2000sr analyzer. The following data was provided in uiu/ml: initial plasma (sid 82618687) 10.32, repeat result serum (B)(6) 78.68, repeat result plasma (B)(6) 66.98. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue found with the plasma sample included a review of historical complaints (both trending and lots), accuracy testing, review of labeling and design history record review. Historical complaint reviews did not identify an adverse trend. Accuracy testing was completed using retained kits of lot 22919jn00. Acceptance criteria was met, which indicates acceptable product performance and a deficiency was not identified. The same sample was tested using the serum portion of the sample yielding results which were considered consistent with clinical history. A new draw from the same patient also yielded results which were considered consistent with the clinical history of the patient. This issue is limited to a single patient plasma sample. Labeling was reviewed and found to be adequate. This design history record review determined that there are no known quality issues associated with architect tsh lot 22919jn00. No adverse trends, atypical complaint activity, malfunction of product deficiency have been identified associated with architect tsh 7k62 assay lot 22919jn00.